Event description:
It was reported that this event involved a male with an empyema in his right hemithorax. Needing antibiotics for several weeks, a central venous catheter was inserted. Eventually that was replaced with a peripherally inserted central catheter (PICC) line as that was more suitable for the desired time. The catheter was cut with a quilotine with the spring wire guide (swg) in situ. The only problem noted was locating suitable IV access, which took several attempts. The line was then inserted uneventually and the swg was removed. Port insertion chest x-ray showed a fragment of swg in the pulmonary artery and as a result, the patient was transferred to cath lab for removal, which was successful.

Manufacturer narrative:
Sample will not be returned for evaluation.